Manufacturer narrative:
Device evaluation summary: the device was received at mentor with clear gel inside. No foreign material was observed within the device. Gel was observed on the shell surface. Upon visual examination, the device was found to be severely rented. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. A manufacturing record evaluation (mre) of lot number 272358 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage and intimate physical contact, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Additionally, mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Breast implants are lifetime devices, and rupture/capsular contracture are known complications associated with the risk of breast prostheses as indicated in the product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
New information: mentor received additional information indicating that the account ((B)(6)) has a new address. The additional information also indicated that the explantation date was on (B)(6) 2019. The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (b(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant 325cc gel breast implant, catalog # 3507325bc, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant 325cc and experienced bilateral deflation on breast implants. The bilateral deflation was diagnosed through MRI. The patient also experienced bilateral capsular contracture. As a result, patient will undergo removal and replacement with gel mentor breast implants of unknown type on unknown date. This is for the right side implant, see manufacturer report number 1645337-2018-04290 for contralateral prosthesis.